Event description:
It was reported that during use of the catheter on an 8 month old child with only one ventricle, the balloon was inflated with 3cc of carbon dioxide. The physician was attempting to reach the aorta, when the balloon ruptured. The catheter was removed without any pt complications.